Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure was removed in two pieces') and device dislocation ('abnormal left essure that is most likely in the peritoneal cavity/essure that is in the abdominal cavity') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain, anemia, cyst of ovary, cholecystectomy, uterine dilation and curettage, incomplete abortion and pelvic adhesions. Previously administered products included for an unreported indication: depo. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain ") and abdominal pain ("abdominal cramping"). The patient was treated with surgery (laparoscopic removal of essure,right salpingectomy removal of the right essure). At the time of the report, the device breakage, device dislocation, pelvic pain and abdominal pain outcome was unknown. The reporter considered abdominal pain, device breakage, device dislocation and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following were reported from patient¿s medical record: device breakage, device dislocation, pelvic pain, abdominal cramping. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-jan-2021: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had essure removed.). At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: plaintiff fact sheet received. Reporter added. Injury event was updated to medical device removal. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure was removed in two pieces') and device dislocation ('abnormal left essure that is most likely in the peritoneal cavity/essure that is in the abdominal cavity') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain, anemia, cyst of ovary, cholecystectomy, uterine dilation and curettage, incomplete abortion and pelvic adhesions. Previously administered products included for an unreported indication: depo. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain ") and abdominal pain ("abdominal cramping"). The patient was treated with surgery (laparoscopic removal of essure,right salpingectomy removal of the right essure). At the time of the report, the device breakage, device dislocation, pelvic pain and abdominal pain outcome was unknown. The reporter considered abdominal pain, device breakage, device dislocation and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following were reported from patient¿s medical record: device breakage, device dislocation, pelvic pain, abdominal cramping. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-dec-2020: mr received: event: 'medical device removal' was updated to 'essure was removed in two pieces' . New events: 'essure that is in the abdominal cavity, pelvic pain, abdominal cramping' added. Medical history, removal date, reporter information added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.